Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: briant-evans tw, veeramootoo d, tsiridis e, hubble mj. Cement-in-cement stem revision for vancouver type b periprosthetic femoral fractures after total hip arthroplasty. A 3-year follow-up of 23 cases. Acta orthop. 2009 oct;80(5):548-52. Doi: 10.3109/17453670903316827. Pmid: 19916687; pmcid: pmc2823329. Objective and methods: revision surgery for periprosthetic femoral fractures around an unstable cemented femoral stem traditionally requires removal of existing cement. The purpose of this article is to review a new technique whereby a well-fixed cement mantle can be retained in cases with simple fractures that can be reduced anatomically when a cemented revision is planned. This technique is well established in femoral stem revision, but not in association with a fracture. The authors treated 23 vancouver type b periprosthetic femoral fractures between september 1995 and march 2005 by reducing the fracture and cementing a revision stem into the pre-existing cement mantle, with or without supplementary fixation. 22 of these stems were competitor products and 1 was a charnley stem cemented with unknown cement. The patients were revised with competitor stems utilizing competitor cement. This complaint will capture the single event associated with a charnley device. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: charnley stem cemented with unk cement adverse event(s) and provided interventions associated with depuy devices: 1 charnley stem revision to treat periprosthetic femoral fracture.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.